Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). The lesion was 40mm in length, with a vessel diameter of 3.0mm and less than 45 degrees bend. After predilatation of an unspecified balloon catheter, a 3.00x38mm promus element long stent was advanced to treat the lesion. However, the stent was unable to cross the lesion. The catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination identified stent damage throughout. Several stent struts were misaligned. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).